Manufacturer narrative:
Patients' specific with regard to age and gender were not provided by the doctor. The doctor could not recall patient or incident details. The doctor either removed the crowns off the patients or cut the crowns and had the crowns re-made for the patients. No information was provided in regards to the health status of the patients. The product involved in the alleged incident was not returned. An evaluation for the retain sample is anticipated but has not yet begun. Regulatory affairs will update this information if new information is received.

Manufacturer narrative:
The product involved in the alleged incident was not returned. The lot number 3593088 has been identified as an expired lot; therefore, no further evaluations are necessary. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received in regards to this lot.

Event description:
A doctor's office alleged that mulitple patients had experienced their crowns changing color after placement with breeze self etch cement.